Manufacturer narrative:
No sample has been received for eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4). This report was mailed to FDA on: 04/03/2014. (B)(4).

Event description:
A nurse reported that a gas bubble was drastically smaller at one day post op. Pt impact is unk. Add'l info has been requested.